Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
When in use the head comes off [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that when she used her oral-b power rechargeable toothbrush handle trizone base 3764, the oral-b brushhead, version unknown comes off. She stated that she had replaced the head with new replacements so felt that it was an issue with the toothbrush itself. No symptoms developed.